Manufacturer narrative:
The returned device was evaluated and performed as designed. No defects or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer reported that it appeared the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contributed to hyperglycemia. I cannot be confirmed nor excluded through laboratory investigation. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted, if it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that the device was activated at 5:43 pm, on (B)(6) 2012 and at 8:53 pm, that night her blood glucose was 136 mg/dl. At 4:29 am, on (B)(6) 2012, her bg was 439 mg/dl, so she corrected with a 6.95 unit bolus. At 7:36 am, it was still 427 mg/dl, so an additional 5.0 unit correction bolus was given. Her bg measured 421 mg/dl at 9:01 am, and 474 mg/dl at 11:14 am, at which time she bolused 4.85 units. Her bg was still 417 mg/dl at 1:32 pm, and she was eating about 23 grams of carbohydrate, so she took a 2.45 unit bolus. At 2:52 pm, her bg read "high" (>500 mg/dl) and she went to the emergency room. She was there from 4:00 pm to 9:00 pm; she did not report what treatment she received. At 9:21 pm, after she was released, her bg was 147 mg/dl. When she removed the pod at 9:35 pm, it appeared that the cannula wasn't inserted, but she wasn't sure, she didn't feel, or see or small any insulin delivery outside the body.